Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high v rate episodes. It was suspected that electromagnetic interference ¿ emi caused artifacts on the ventricular lead. The patient reported feeling light headed during the event. It was noted that the lead had previously been programmed to unipolar configuration due to exhibiting low lead impedance in bipolar configuration. The device was reprogrammed to bipolar sensing and unipolar pacing. The patient was in stable condition.